Manufacturer narrative:
The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Investigation of the download data from the returned pod found that a 0x40 alarm had been generated by the pod. Timeouts and a drive stall were observed in the data. The pod was received with signs of post use damage on the top housing, piezo element, and the ratchet gear. The pod could not be accurately rerun due to this post use damage. Inspection of the fluid path found the soft cannula to be kinked though no issues were observed with fluid flowing through the complete fluid path. It could not be determined when the damage to the soft cannula occurred. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would cause a 0x40 alarm. The exact cause of the hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to above 500 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, a new pod was placed.